Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix aortic body stent graft and ovation ix iliac limb stent grafts were implanted to treat an abdominal aortic aneurysm. The 1 month patient post-op CT imaging showed the presence of compression/narrowing of the left iliac limb stent graft due to significant angulation noted in the left common iliac artery in the presence of severe tortuosity; however, it was noted that the iliac limb remained patent. A thrombectomy re-intervention was performed followed by the placement of a balloon expandable stent within the left iliac limb at the location of the anatomical narrowing, which increased flow through the area where the narrowing was previously seen. As of the date of this report, there have been no additional patient sequelae reported.